Manufacturer narrative:
(B)(4). Investigation summary: an empty labeled winding former and a dispensed needle/suture of product code (B)(4) were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the suture was examined and damaged (flattened) could be observed along of the strand. The first loop is present; however, the second loop is missing since the suture is not through the first loop. The manufacturing records couldn't be reviewed as the batch number is unknown. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, it was found that the suture had not been passed through the loop before use. There were no adverse consequences to the patient. No additional information was provided. Upon evaluation of the returned device, the first loop was present; however, the second loop was missing since the suture was not through the first loop.